Event description:
It was reported on (B)(6) 2012 that a physician's serial cable to his dell x5 handheld device was cracked and causing intermittent communication issues. A company representative went to the site to troubleshoot and switched out cables, hhds, and wands. However, the issue appeared to be isolated to the serial cable. A replacement was sent to the physician and the dell x5 handheld device in question was returned to the manufacturer. There were no anomalies found with the flashcard that was returned with the dell x5 handheld device. The flashcard and software performed according to functional specifications. During the analysis of the returned handheld device, a visual analysis of the cable verified that the hood was cracked. Because the hood was cracked, the connector in the hood assembly was loose and difficult to fully insert into the handheld. No further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.